Manufacturer narrative:
A customer reported an increased number of single target positive sars-cov-2 results. The results are positive for target 2 only. The customer understands that this result is a presumptive positive as per the IFU. None of these presumptive positive results have been reported. During the course of the investigation the customer communicated that 1 of the 10 samples had also been retested on genexpert and generated a negative result as well. An investigation was performed and concluded that the samples in question are at or near the limit of detection (lod) as the data shows valid positive curves although not all are robust with late CT values. As per table 12 within the cobas® sars-cov-2 method sheet, it can be expected that based on the target 2 CT values generated, target 1 would not generate a positive result. It is likely that what the customer is observing is a sample specific not a reagent related issue. A target 2 positive is likely a cov-2 positive although documented as a presumptive positive. Target 2 is specific only to 2 human sarbecoviruses, sars2, currently circulating, and sars1, not circulating currently. As per the method sheet, for samples with a presumptive positive result, additional confirmatory testing maybe conducted, if it is necessary to differentiate between sars-cov-2and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Confirmatory testing is not necessary to confirm a positive result for presumptive positives. Sample handling also cannot be ruled out, especially during the initial preparation of the sample that generated the initial positive, but was not repeated in the subsequent retests of the original sample draw. Through the investigation there is no suspicion of a kit malfunction and it is working as intended. The discrepant results observed could be due to the fact that since the samples are at the lod, wavering results can be expected as well as there is the difference in technologies present. Per FDA guidance, since none of the positive (roche) results have been reported, one MDR is being submitted for the complaint. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged an increased number of single target positive sars-cov-2 results while using the cobas® sars-cov-2. Eight ("8") samples were target 1 negative, target 2 positive. All were retested on cobas 6800 and genexpert and generated negative results. One (1) sample was target 1 negative, target 2 positive. The sample was retested on genexpert and generated a negative result. One (1) sample was target 1 positive, target 2 negative. The sample was retested on both cobas 6800 and genexpert and generated negative results. All confirmatory testing returned negative results and were released as negative. No harm was alleged. The samples are all nasal and throat swabs, collected in using a mixture of cobas pcr media uni and dual swab sample kits. Samples were kept at room temperature from collection to testing (samples tested within 24-48 hrs). The customer directly loads these samples onto their system within 36 hours of sample collection. The retesting of samples was performed on the original sample that was collected. No samples have been recollected. Between testing the cobas media pcr samples were stored at 2-8c. Repeat testing was usually performed on the next available run; sometimes that is the same day other times it is the next day after a late shift. Samples were kept at room temperature before testing with testing usually performed within 24 hours from collection. If repeat samples are tested from storage in the fridge they would sit at room temp for approximately 20-60 minutes before testing.

Manufacturer narrative:
The investigation concluded that the samples in question are at or near the limit of detection (lod) as the data shows valid positive curves although not all are robust with late CT values. As per table 12 within the cobas® sars-cov-2 method sheet, it can be expected that based on the target 2 CT values generated, target 1 would not generate a positive result. It is likely that what the customer is observing is a sample specific not a reagent related issue. A target 2 positive is likely a cov-2 positive although documented as a presumptive positive. Target 2 is specific only to 2 human sarbecoviruses, sars2, currently circulating, and sars1, not circulating currently. As per the method sheet, for samples with a presumptive positive result, additional confirmatory testing maybe conducted, if it is necessary to differentiate between sars-cov-2and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Additionally the single sample that generated the positive target 1 and negative target 2 also falls in line with the conclusion of a potential lod sample . Sample handling also cannot be ruled out for all samples generating late CT values, whether they are in target 1 or target 2, especially during the initial preparation of the sample that generated the initial positive, but was not repeated in the subsequent retests of the original sample draw. Through the investigation there is no suspicion of a kit malfunction and it is working as intended. The discrepant results observed could be due to the fact that since the samples are at the lod, wavering results can be expected as well as there is the difference in technologies present. Updated b6 and b5 to reflect that one additional sample was alleged by the customer during the investigation for a total of 11 samples alleged instead of 10. Also added 3 assay lot numbers that were used for the samples. In addition, provided/corrected details on the retest of each sample. (B)(4).

Manufacturer narrative:
(B)(6). A customer alleged an increased number of single target positive sars-cov-2 results while using the cobas® sars-cov-2. 10 samples initially generated target 1 negative target 2 positive results but with repeat testing generated negative results for all targets. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged an increased number of single target positive sars-cov-2 results while using the cobas® sars-cov-2. During a review of the data, 10 total samples were identified as target 1 negative, target 2 positive which all yielded negative result upon repeat of the original patient samples. The negative repeat testing was released and no harm was alleged. According to the customer, the samples are all nasal and throat swabs. A mixture of cobas pcr media uni and dual swab sample kits are used. Samples are vortexed for 30 seconds then pulsed centrifuged. The customer directly loads these samples onto their system within 36 hours of sample collection without transfer to a secondary tube. This is a non-recommended practice and can lead to unreliable results. An investigation to evaluate the customer issue is ongoing.